Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, which showed an impedance increase. The ventricular pace impedance measurement increased from the 400 ohm range to a maximum of 1864 ohms in a 10-month period. Evaluation summary: (B) (4) analysis of the returned lead found the helix fully extended, blood and tissue on it and the distal conductor distorted and fractured within the connector (overstress). The defib conductor is distorted, the electrode end of the distal conductor had blood/body fluid in it (not obstructed), the connector pin is bent and there is deformation/fracture in 5 cm proximal section of the inner coil causing extension problems. Damaged at implant.

Event description:
It was reported the capture thresholds had increased, impedance was > 3000 ohms, and there was loss of capture. The lead will be replaced. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the helix would not deploy. The device was not used. There were no patient complications reported as a result of this event.